Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had ¿synchronization in progress¿ message appeared on the station, and the unit was non-operational while an upgrade was being performed. Once the upgrade completed, the station powered up normally, however no patients were listed on the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient list was not in the station after upgrade. A technical support specialist (tss) had contacted the customer, who confirmed that the issue had been resolved. The case was then closed. The system functioned as intended after the technical support specialist troubleshot the device.